Event description:
Https://www.FDA.gov/about-FDA/contact-FDA I have been chronically unwell without diagnosis until now. I have implants done in 2009. I have now developed various chronic health issues lymphedema, cysts everywhere and excessive calcification and plaque. Poor blood flow oxygen, nerve compression ect. I would like to share what I know so far I still have the breast implants in and seeking further information on the next step. I have various medical evidence to date. Reference report #: mw5158891.